Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. Confirmed customer complaint of ¿it was reported that the pump had been sent out for repair in october and was returned in december. Since then, they have been waiting for the program to be connected to the network. The pump has already completed a 250-hour charge and appears to be functioning properly, but the light did not turn on when plugged in, and it displayed error code 41786. Review of event log found does show error code. Review of service history found unit was repaired in the last 12 moths for error code related to current complaint. Device passed all testing criteria post repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was sent out for repair in october and returned in december. Since its return, the facility has been awaiting connection of the program to the network. The pump completed a 250-hour charge and appeared to be functioning properly; however, the indicator light did not illuminate when plugged in, and error code 41786 was displayed. The event occurred during setup. There was no patient involvement or harm.